Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again, which the caller understood.